Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the ok button is not clicking. It was reported there are no signs of structural damage to the pump and confirmed that the pump has not been exposed to moisture.